Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what was the device being fired on (named vessel, renal hilum)? Renal hilum. Did the 2nd device cut when fired? Were any staples deployed or visible in operative field? Second device did not cut nor were staples deployed nor in the field. What was the quantity of blood given to patient? The patient had 6 units of packed red blood cells in the or and 4 units of fresh frozen plasma. What is the current patient status? Recovered well.

Event description:
It was reported that during a laparoscopic convert to open nephrectomy that the customer pulled one device and there was initial difficulty loading the device, the device fired and staples didn¿t form properly there was bleeding along the staple line. Second device was pulled and fired but no staples deployed, at this point there was considerable amount bleeding and the patient was given multiple units of blood. Third device was opened to complete the procedure. Surgery was prolonged; unsure how long at this time. Surgery was moved from laparoscopic to open. The patient is currently recovering in ICU.

Manufacturer narrative:
(B)(4). Batch # m55637. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.